Event description:
The caller, husband of the patient, is reporting that when his wife moves a certain way the inner cannula of the tube is coming out of the outer cannula completely. Caller reports current trach was put in on (B)(6) 2012 and started giving locking problems on (B)(6) 2012 but the tube still remains in use. The caller reports they change trachs every three months. The caller was informed that our dfu states that trach is to be changed every 29 days. A (B)(6) representative called on (B)(6) 2013 and reported the tube has now been changed and can be returned for analysis.

Manufacturer narrative:
A (B)(6) representative called on (B)(6) 2013 and reported the tube has now been changed and can be schedule for returned/exchange for analysis. Sample is currently in transit to the manufacturing site for analysis.